Manufacturer narrative:
(B)(4). Mw5066524.

Event description:
It was reported that patient presented to the clinic with congestive heart failure symptoms and dyspnea. Upon review, the device could not be interrogated. Several attempts were made with three different programmers but all unsuccessful. The device was explanted and replaced. No further information was provided.